Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 394601 and lot number 3312907. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. In our instruction for use, which is enclosed in each box, our recommendation is: do not over tighten connections, check connections regularly, change stopcocks every 72 hours, when lubricious or fat infusates are used change stopcock every 24 hours. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white pegs had a loose component the patient was transferred to the ICU from the general surgery department due to ¿severe pancreatitis¿, and when the nurse-in-charge was routinely replacing the infusion tee on (B)(6) 2024, she found that the luer connector of the infusion tee could not be screwed on tightly, resulting in the nut coming out and affecting the use of the tee, and she immediately replaced it with a new spare tee to be connected to the patient's infusion, which did not cause any adverse effect on the patient. The problematic infusion tee was reported to the nurse manager.